Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the ise sample probe and the mix bars to resolve the issue.

Event description:
The customer's au5800 clinical chemistry analyzer generated one high na patient result. The result was not reported outside the lab and there was no impact to patient treatment. Quality control was within specification prior and after the event.